Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported that the insulin pump alarmed button error. Customer's blood glucose was 195 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to corroded up or down button keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip and a stained end cap sticker.